Event description:
The pt (B)(6) received an scs system including an ipg on (B)(6) 2009. It was reported that the pt's stimulation stops suddenly. In addition, it was alleged that the recharge burden for the ipg has recently increased. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg. Effective stimulation was recaptured, and no further issues were reported.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.